Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of tubing of the clearlink duo-vent continu-flo solution set got disconnected after the filter was attached. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the tubing separation from the male luer. During sample analysis, the insertion of the tubing into the male luer was verified. The tubing was not inserted to the minimum specification. Dimensional testing was performed with acceptable results. The reported condition was verified. The cause of the condition was related to the machine. Should additional relevant information become available, a supplemental report will be submitted.